Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient presented in-clinic for follow-up, the device was found to be in backup vvi mode. A device download was successfully performed. Patient was asymptomatic throughout restoration and fine following device restoration. Patient will continue to be followed-up normally.